Event description:
The customer reported catheter support stylet disconnection there was no report of patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached guidewire was determined to be inconclusive because of the quality of the photograph. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed a guidewire. The wire exhibited a section which appeared lighter in color. Due to the quality of the photograph, it could not be determined whether the guidewire was damaged. The transition was distinct but appeared to be smooth. No breaks or misaligned coils were observed on the guidewire in the returned photograph. No obvious evidence of use residue was observed in the returned photograph. The complaint of the detached guidewire was determined to be inconclusive because no obvious damage or deficiencies could be seen on the sample in the returned photograph. This complaint will be recorded for future trending and monitoring purposes.